Manufacturer narrative:
No parts have been received by the manufacturer. Event problem and evaluation: on (B)(4) 2016, a medtronic representative went to the site to test the equipment. The reported issue could not be replicated. The unit operated as expected. Invalidated home and re-validated with no issues. The mechanical test, imaging test and safety inspection all passed; system performed as intended.

Event description:
A site representative reported that during setup for a spinal fusion procedure, the imaging system prompted for a motion calibration but would not move in any direction. After invalidating home, the gantry still would not move. After re-booting the system and invalidating home again, they were able to successfully run through the motion calibration. The system functioned as expected afterwards. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.